Event description:
It was reported that the patient's aveir leadless pacemaker (lp) was inappropriately in reset mode. The device was restored to nominal settings via firmware reinstallation. There were no patient consequences.